Manufacturer narrative:
After the procedure, the hosp discarded the product. A lot history record review was completed 3 months prior from the alert date because the lot# and the occurrence date were unk. There was no nonconformance associated with the lot#. (B) (4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro device overheated and the tip burned. It was not known if it occurred while in the pt. The hosp switched out both hemopro device and hemopro extension cable to complete the procedure. The hosp did not report any pt complications. The hosp claimed that it was the extension cable that caused the overheating which resulted in the hemopro device tip burnt; therefore, they had to replace both the cable and hemopro device. Based on the complaint received, the cable will be assessed as a reportable event and no malfunction reported for the hemopro device. This account does not track the amount of times the cable is sterilized. The IFU recommends "the extension cable can withstand 20 sterilization cycles on average before replacement may be required." The maquet sales rep discussed this IFU recommendation with this account.